Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer printing gibberish. A technical support specialist (tss) dialed into the affected station and logged in as carefusion admin (cfnadmin). Then the tss cleared the print spooler using the command prompt, restarted the print spooler services, and reconfigured the zebra printer settings to ensure proper communication. Completed the process by rebooting the station to apply all changes and restore normal printing functionality. Further the tss asked customer to perform test print but did not receive any response from customer and closed the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, printer was printing gibberish when printing reports. There were no adverse events or injuries reported based on this event.